Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Additional patient codes: (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that on (B)(6) 2017, the patient experienced a blood glucose (bg) of 400 mg/dl with polyuria, blurred vision and nausea. Then, the patient experienced a bg of 35 mg/dl and a bg of 28 mg/dl; passed out, was non communicative, confused and was sweating profusely due to an alleged history/settings issue. Reportedly, the patient remained on the pump and it was noted that the patient refused to go to the hospital and was treated by emergency medical technicians at home with glucose tablets/glucose gel, intravenous glucose and food/drink. During troubleshooting with customer technical support, it was noted that there were extra bolus¿s recorded. The reported stated that the patient felt that the pump gave a dosage of 10.5 units of insulin at 7:22pm on (B)(6) and 17 units of insulin at 9:21 on (B)(6) on its own. The patient stated that these extra dosages were not voluntarily given and were the cause of the low bg. It was noted that the basal delivery totals in the total daily dose did match the active basal program, the basal history matched the active basal program and the bolus totals matched. It was also noted that the basal rates were adjusted. This complaint is being reported because the patient experienced both hypoglycemia and hyperglycemia associated with an alleged over delivery issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-nov-2017 with the following findings: during investigation, the bolus history showed boluses were manually programmed and fully delivered. The pump was exercised for 24 hours; no un-programmed boluses were delivered or recorded in the pump history during this time. A normal bolus was manually performed (a 10u normal bolus & a 10u audio bolus) successfully and both were accurately recorded in the pump history. No hypersensitive or stuck keys were observed on keypad. The total daily dose (tdd¿s) added up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately. There were no errors or delivery interruptions occurred during the testing. Unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.